Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose, with cgm reading 66 mg/dl and glucometer confirmation 67 mg/dl, after a normal dinner and no physical activity; the patient treated with 15 g glucose gel and later reported 74 mg/dl, with no device-related abnormal insulin bolus identified and the cause unclear. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information related to a potential medical device problem or any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.